Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Concomitant medical products - m2a 38 mm one piece cup sz 52 mm/ pn 15-105052/ ln 990580, taperloc por red/lat 12.5x145/ pn 13-103206/ ln 749920. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02392, 0001825034-2017-02393.

Event description:
It was reported that the patient's hip was revised approximately 8 years post implantation due to metallosis and infection. All components were removed and replaced with spacers. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.